Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy cable at the failure analysis center and determined the cause of the reported/observed failure to be an open sternum wire at the connector.

Event description:
It was reported that the device therapy cable failed during a pt use. Following an emergency call of an unwitnessed collapse, first responders found a male pt down, apnic, unresponsive, not breathing, and without a pulse. The pt had an asystole initial rhythm and the medics intubated the pt and administered drugs. After a third round of drugs, the pt was reported to have a coarse ventricular fibrillation rhythm and was shocked before the initiation of CPR. Prior to transport to the hospital, the pt went into a pulseless electrical activity at a rate of 60 and the end-tidal co2 levels increased. During transport, it was reported that the therapy cable would not allow the responders to shock, pace or view the ECG thru the therapy cable. The medics utilized a readily available second defibrillator to defibrillate and pace the pt. The pt was transported unconscious and in shock. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.